Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. The cartridge was reloaded resolving the issue. Customer's blood glucose (bg) level was 45 mg/dl; cause was not known. A snack was consumed to address bg.